Event description:
Procedure: lap appendectomy. According to the reporter: there was some difficulty in closing the jaws to get it down the port. The loading unit was closed on tissue, fired, and then was unable to open the jaws. Another device was opened and introduced down an extended port to be able to remove endogia device from the tissue.

Manufacturer narrative:
(B)(4)